Event description:
It was reported that the patient presented to the hospital after receiving a shock after bending down and standing back up. Upon interrogation, r waves showed a decrease, resulting in oversensing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.